Event description:
An alarm 176.80 occurrred from the clean flash while the transfer set was being connected to the y set. The spike of the set had not been connected to the spike port of the y set when the lid of the clean flash was opened. The set had been used for 200 days. There was no patient injury or medical intervention. There was patient involvement.

Manufacturer narrative:
(B)(4).the sample is available for evaluation.a follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Manufacturer narrative:
(B)(4). This complaint could not be confirmed in the lab. We were unable to duplicate the complaint under lab conditions with the returned sample and, therefore, the root cause of the complaint cannot be determined. The returned sample did not show any connection problem or evidence of leakage. The lot number is unknown; therefore a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.